Manufacturer narrative:
Correction: no previous intervention was performed.

Event description:
It was reported that no intervention was performed previously. New episodes of post-paced t-wave oversensing were noted. No intervention was performed, and the patient would continue to be monitored.

Event description:
It was reported that when patient presented in clinic for a routine check, non-sustained oversensing episodes were observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable.